Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device locked on tissue. The device was released by prying the jaws apart. Another device was used to complete the case with no patient consequence.